Event description:
The customer scanned the patient in 2006 and the aneurysm was too small to treat so they were going to watch the patient and treat when the sac was justifiable/large enough to treat. The patient then returned from a referring doc and the aneurysm was treated. Now, they have not done a x-ray or CT, only a sonogram and now the patient has a type 1 endoleak. Although requested, no additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.